Manufacturer narrative:
During the service visit, the module was checked and it was found that both reagent probes were bent and were replaced both. The alignment was ok. Additionally, the gear pump pressure was adjusted, with no improvement and a replacement of the gear pump head was needed. An instrument check was performed and all tests passed. The customer was asked to run consistent precision checks on their tests. All qc's passed except 4 assays that needed recalibrating. The unit was handed back to customer for continuous monitoring. It was noted that the service findings did not have an impact on the measurement of the system. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable estradiol results from the cobas 8000 e 801 module. The initial result was less than 55 pmol/l and the repeat result was 291 pmol/l. The questionable result was reported outside the laboratory to the doctor who called back to check the result. On another unknown instrument the repeat result was 291 pmol/l. It was noted that there was a possible data flag on a result, but unknown as to which one. The reagent lot number and expiration date was asked for but not provided.